Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported patient had a "MRI with an indication of intramuscular rupture". This relates to the left side. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported patient had a "MRI with an indication of intramuscular rupture". This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported patient had a "MRI with an indication of intramuscular rupture in the left prosthesis." This relates to the left device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient had a "MRI with an indication of intramuscular rupture". Device has been explanted and replaced with non-allergan device.